Manufacturer narrative:
Per the clinic, the wound didn't heal resulting in extrusion of the internal device. The device was explanted on (B)(6) 2015. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. This report is filed may 16, 2015.

Event description:
Per the clinic, the patient experienced an infection at the implant site resulting in an open wound. The patient was hospitalised for 5 days (specific dates not reported), and was treated with IV antibiotics.

Manufacturer narrative:
(B)(4). Implanted device remains.